Event description:
Adverse event(s): "eye tearing" (tearing, excessive); "eye redding" (red eye (s); "fall" (fall). Product problem(s): "no info" (no info [iol (intraocular lens) implant]). A consumer reported experiencing an allergic reaction following intraocular lens (iol) implant surgery. Two weeks following the surgery, she experienced a fall resulting in large hematomas on her face. Two weeks after fall, she experienced eye redding and eye tearing and was not certain if these symptoms are due to the fall or the allergy to the iol. She reported that her naturopathic doctor treated her with medications. The consumer stated that her symptoms have improved. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).